Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple inaccurate fill estimates. Reportedly, the cartridge was filled with 400 units of insulin. The customer declined reloading the cartridge and declined uploading the pump. Tandem technical support (cts) advised customer of a static reading; the customer stated he does load with cold insulin but believes the insulin warms up by the time it takes to load the cartridge. Cts advised the customer that the best way to determine the issue would be to upload; however, the customer declined uploading and stated he was unable to plug his cable into the back of his computer. Cts explained a 120 unit system check to verify if pump was reading insulin amount accurately; however, the customer declined to perform the system check. Multiple attempts have been made by cts to assist the customer with the system check, however, the customer did not respond. The customer stated he does not check his blood glucose level often and declined to check at the time of the call.